Event description:
It was reported that during a low anterior resection procedure, a metal part of the cartridge remained in the device during removal. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.